Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the gastrovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: aspiration channel. Cfu: 1201 cfu. Bacterial identification: enterobacter hormaechei. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: tip of the channel. Cfu: >100 cfu. Bacterial identification: bacillaceae. Sampling date: (B)(6) 2024. Sampling from: air and water supply channel. Cfu: 1 cfu. Bacterial identification: bacillaceae. The device was evaluated where olympus identified scratches on the suction cylinder, scratches on the air delivery cylinder, and scratches on the mouth guard piece for endoscopy that could have contributed to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The initial discovery of enterobacter can indicate patient residue post-reprocessing, whether from incomplete reprocessing or the documented damages. Olympus showed no enterobacter after olympus cds. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.